Manufacturer narrative:
(B)(4).

Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of a thoracic aortic aneurysm. The vessel morphology currently was reported as there was disease progression with thoracic neck dilatation. Currently the aortic neck is 42 mm in diameter. There was aneurysmal growth; exact diameter of growth is unknown. It was reported that the patient presented for a follow up appointment. The CT revealed that there was a proximal type I endoleak and the aneurysm was 8 cm in diameter. The physician elected to implant a valiant captivia 44x44x150 proximal to the valiant captivia 42x42x100 device into the ascending aorta (after the bypass). It was reported that the patient died the day after implant from intraoperative bleeding with a hemoglobin of 3. Prior to the implantation of the valiant captivia 44x44x150 the physician performed an arch de-branched into the ascending aorta procedure. The patient could not receive any blood due to religious beliefs. There were no reported performance issues with the graft. Death unrelated to device per physician's documented assessment. No additional clinical sequelae were reported.